Event description:
It was reported that during device follow up check, the atrial lead exhibited noise. Noise was detected by chest compression or moving up and down of the patient's arms. The atrial lead remains in use and patient monitored during follow up visit. Approximately two weeks later, during follow up visited, it was reported that after test was performed for noise detection, it made a measurement several times. At that time, changes in impedance was detected. The atrial lead remains in use, and no patient complications have been reported as a result of this event.